Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, the pump time settings had not been changed and was accurate. Blood glucose level was 91 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.